Event description:
Reported as right quadrant abdominal pain.

Manufacturer narrative:
Taper ii - visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device returned noted surgical-like damage to the ring and the buckle. We believe the damage was likely caused during surgery to remove the device. This is consistent with the explantation operative report description of the explantation. Device labeling addresses the reported event of pain as: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." "Other adverse events considered related to the bioenterics lap-band system that occurred in fewer than 1 % of subjects included: ....abdominal pain..."